Event description:
It was reported that stent migration occurred. The patient underwent percutaneous coronary intervention (pci). The 70-80% stenosed target lesion was located in the non-tortuous ostial left circumflex artery (lcx). A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, when the stent balloon was inflated in ostial lcx, it shifted to the proximal lcx. An additional stent was deployed in the ostial lcx, and the procedure was completed. The patient was doing well and stable post-procedure.